Manufacturer narrative:
Evaluation summary: investigation showed that the moving jaw of the forceps was broken off. Visual inspection showed that there was no corrosion visible at the breakage point. In addition, that there was deep scratch marks on teeth and outside of jaws indicate heavy use of instrument, possibly leading to hairline crack at breakage point. The instrument cannot be repaired and must be replaced.